Event description:
The hospital has complained several times because the unit will stop completely every 20 to 30 minutes by itself like facility have turned the units off. Sometimes there is no fixed time between stops. Now the hospital quits using the ventilator. The recent event took place a month ago. The hospital reported the event and found the problem by themselves. The ventilator is not used on patient when the problems occur. There is no audible or visual alarms when stops. The main power source with the vent is ac. It took place on ac. On this power source 20-30 minutes prior to the event. The additional power source was tried with internal battery.